Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the needle and cannula did not deploy, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was not worn.

Manufacturer narrative:
Device was received undeployed. Original data download shows that the device ran 58 pulses (48 of which were first prime pulses) before being deactivated. A sharp decrease in pulse width was observed toward the end of the data along with a failure of the rotational sensor to transition, indicating a drive stall due to a failure to detent of the hook talons. Device was reset and activated using a pdm. It deployed immediately during priming sequence. Rerun data shows failure of the rotational sensor to transition and signs of slipping hook talons approximately after one whole revolution of the ratchet gear. This rerun terminated in an 0x40 alarm. Device was reset and reran again, this time experiencing a complete drive stall and terminating in an 0x5c alarm after delivering 52 pulses. No brass shavings were found on the lead screw. Minor damage was observed on both upper and lower quadrants of the ratchet gear. Upper hook talon was found to be bent in the direction away from the ratchet gear. This damage caused the hook to not advance the ratchet gear, leading to observed drive stalls and ultimately to the failure of the device.